Event description:
Post-op infection. This case is from. The patient was admitted to the hospital for cervical spondylotic myelopathy and underwent surgery. During the surgery, hemostatic gauze and fluid gelatin were used to stop bleeding. During hospitalization, there were no abnormalities in the wound and the patient was discharged without suture removed. On the 67th day after surgery, the patient was admitted again due to postoperative cervical infection. Accepting surgery, healing and discharge.

Event description:
Post-op infection. This case is from. The patient was admitted to the hospital for cervical spondylotic myelopathy and underwent surgery. During the surgery, hemostatic gauze and fluid gelatin were used to stop bleeding. During hospitalization, there were no abnormalities in the wound and the patient was discharged without suture removed. On the 67th day after surgery, the patient was admitted again due to postoperative cervical infection. Accepting surgery, healing and discharge. 02.07.2024 follow-up information received: the category is changed from "serious" to ""not reportable" after evaluation of the follow-up information. The follow-up information states that the patient did not follow doctors orders and the event is by the doctor described as "may relate to patient". This together with the patients comorbidities (history of diabetes, poor glycemic control) and the fact that the infection occurred on day 67, indicates that surgiflo was not involved in the event (absorbed within 4-6 weeks 42 days). Thus, it is evaluated that there is no causal relationship between the event and surgiflo. The case is changed to not reportable.